Manufacturer narrative:
(B)(4). Date of initial report : 01/19/2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thyroidectomy, pieces of the insulation disengaged from the device and fell into the patient cavity. The pieces were retrieved with forceps. There was no patient injury.